Event description:
Hcp reported the pump was explanted and returned to the manufacturer for analysis because, despite working well initially and controlling the patient's pain, it stopped working 10 days post - implant. A follow up report will be sent when additional information is received.